Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: aj2gtqm0; mfg: 08/01/2008; exp: 12/31/2013. Lot: aj2brhm0; mfg: 08/01/2008; exp: 12/31/2013. A review of the needle batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the needle tip was missing during a tissue passage and opines that the tip broke. The needle tip was not located. X-rays were taken; there is no indication of a retained fragment.